Manufacturer narrative:
The event of a scheduled lead replacement was reported to abbott. X-rays showed one lead was fractured. The other lead had high impedance. During surgery both leads as well as the ipg were replaced. The ipg was replaced at the discretion of the physician to patient was already undergoing surgery. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient underwent a replacement surgery for a single lead and ipg on (B)(6) 2023, no complications and therapy restored.

Event description:
Related manufacturer # 3006705815-2023-07844. It was reported that the patient experienced a lead with high impedances and confirmed lead fracture on x-ray, unknown which lead. The patient has not been scheduled for a replacement.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.